Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a pump error 35(a broken force sensor was detected during seating or regular delivery). The blood glucose value at the time of the event was 34 mg/dl. The customer was treated with glucose. The event involved product(s) unk_sensor, mmt-1880l, unk_reservoir, unomedical. Troubleshooting was not performed for hypoglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for a critical pump error, and the customer found damage to the pump. Troubleshooting was performed for damage, and the customer reported damage to the reservoir tube side. The customer also reported that the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for unk_sensor. The product return is required for mmt-1880l. No product return is required for unk_reservoir. No product return is required for unomedical.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. No damage noted on the motor. Pump successfully downloaded traces and history file using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. The pump was received with cracked battery tube threads and cracked case at the battery tube side, the following were noted during visual inspection: scratched case, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. On the event date of 04-feb-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 364500 (36.45 u) and dailytotalofbolusinsulindelivered = 102000 (10.2 u) which is equal to the dailytotalofallinsulindelivered = 466500 (46.65 u). Perform the history review 1 week from the event date 04-feb-2026 in the pump history file and found 1 lowbatteryalert (104) on (B)(6) 2026 07:03:00.000, 1 changebatteryfault (73) on (B)(6) 2026 16:34:00.000 and 1 pump error 35 on (B)(6) 2026 18:13:00.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 1:36:59 pm. There was no power data available for the date of 01/30/2026. Unable to check power data for low battery alert and replace battery alert/changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to moisture damage on the force sensor. Damage- damage reservoir tube confirmed at the back of the pump. Unable to perform the functional testing due to critical pump error (open book image) alarm. Alarm-a338-pump error 35 confirmed. Alarm-aa99-critical pump error confirmed. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.